Event description:
It was reported that the bd phaseal secondary set (c62) experienced a breach in sterility. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now this pcs showed from the box of c62. There is one extra line in the bag. They didn¿t use it.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10414 is assembled and packaged at a supplier site. We provided the photo to the supplier for evaluation and they were able to verify the product was outside the blister pack which resulted in improper sealing of the blister package. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator which led to poor sealing of the blister pack.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced a breach in sterility. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now this pcs showed from the box of c62. There is one extra line in the bag. They didn¿t use it.